Event description:
The customer contacted leadcare technical services (ts) to report elevated patient test results. The customer stated that a patient's blood lead test result obtained on (B)(6) 2025 with the leadcare ii test system was 10.8 ug/dl. The confirmatory venous blood lead test result was <=3.4 g/dl. The customer reported that the control values were in range: level 1 = 10.2 ug/dl (target range = 8.0-14.0 ug/dl) level 2 = 29.5 ug/dl (target range = 25.4-33.4 ug/dl). As part of troubleshooting, ts requested information regarding the customer's blood collection and testing methods. The customer stated that the sample collection site was prepared by wiping it with an alcohol pad or washing it with soap and water, then drying it with a gauze pad. After lancing the skin, the first droplet of blood was wiped away by touching the skin. The customer reported filling the capillary tube to the black line with no visible air bubbles, wiping the outside of the capillary tube, then dispensing the contents into the treatment reagent tube using the plunger supplied with the test kit. The customer reported moving the tr tube from side to side to mix the contents, then using the dropper provided in the kit to dispense the treated sample onto the "x" of the sensor. Ts identified that the instructions for sample collection and handling were not consistently followed by the customer, specifically: (1) not always washing the patient's hands with soap and water, (2) not letting the patient's hands air dry, and (3) touching the skin to remove the first droplet of blood. Ts instructed the customer to follow the cdc guidelines for blood lead capillary collection. Ts provided the customer with the cdc capillary blood collection video. In addition, follow-up staff re-training was conducted on 22-jan-2026 at several (B)(6) clinic locations by their point of care coordinator with assistance from the leadcare regional point of care specialist.

Manufacturer narrative:
The customer call included report of two (2) elevated patient results. This report documents one patient result. Separate mdrs are filed for each result. The report numbers associated to this report are referenced in the 3500a form for traceability.